Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned, it was retained by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. Nr and nr were identified for this serial number per qlik query executed on (B)(4) 2019. The complaint condition is unrelated to these nonconformances. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the sales rep that the hd ep scope, 1.9, 30, 60 is scratched and will be returned. The ccs display port is not working consistently, issue has been resolved in the field. The rep wanted to report the complaint but the ccs will not be returned for service. The issue were not found in a case, no surgery impact. Additional information provided by the affiliate reported that the camera operated intermittently.